Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2015. Subsequently the patient was revised on (B)(6) 2015 due to femoral stem subsidence. The stem, head, taper, and liner were removed and replaced. A thirteen millimeter stem was implanted during the revision procedure and no additional reaming was necessary. This suggests that the stem implanted initially (12mm) may have been too small in the patient's femoral canal.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."